Event description:
The customer stated that false reactive alinity I havab igg results were generated for multiple patient samples that retested nonreactive. The following data was provided. Alinity I havab igg sid: (B)(6). First run: 1.97 s/co (reactive), second run: 0. 28 s/co (nonreactive). Sid: (B)(6), first run: 1.55 s/co (reactive), second run: 0.64 s/co (nonreactive). Sid: (B)(6), first run: 1.06 s/co (reactive), second run: 0.65 s/co (nonreactive) . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures including replacement of the vacuum filter. The instrument service history review for ai24716 revealed no additional service tickets associated with false reactive alinity I havab igg results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number ai24716, were identified.

Event description:
The customer stated that false reactive alinity I havab igg results were generated for multiple patient samples that retested nonreactive. The following data was provided. Alinity I havab igg. Sid: (B)(6) . First run: 1.97 s/co (reactive). Second run: 0. 28 s/co (nonreactive). Sid: (B)(6). First run: 1.55 s/co (reactive). Second run: 0.64 s/co (nonreactive). Sid: (B)(6). First run: 1.06 s/co (reactive). Second run: 0.65 s/co (nonreactive) . No impact to patient management was reported.